Event description:
It was reported that this left ventricular (lv) lead caused the patient to experience phrenic nerve stimulation. The patient underwent a replacement procedure, and this product was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm muscle/pocket stimulation allegations. Further, known inherent risk conclusion was based on the field report of muscle/pocket stimulation which is known medical risk for implanted pulse generator systems.

Event description:
It was reported that this left ventricular (lv) lead caused the patient to experience phrenic nerve stimulation. The patient underwent a replacement procedure, and this product was explanted and replaced. No additional adverse patient effects were reported.